Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported to device registration by the patient that the device was replaced because it was in the wrong position. The patient reported they removed the entire device and noted they didn't have the new device information yet. There were no further complications reported.